Event description:
It was reported that during preparation for a coronary drug eluting stent treatment procedure, it was difficult to pass the stent through the guide. The taxus express2 2.50x24 mm drug eluting stent could not be advanced and the red tip of the balloon got detached from the balloon. This device was not used. No pt complications were reported.